Manufacturer narrative:
The technician found the cause of the siderail issue was loose siderail bolts, a missing bushing and roller pin. The technician installed a new bushing, roller pin and bolts to repair the stretcher.

Event description:
Information received indicates the siderail will not latch.